Event description:
It was reported that shortly following the implant procedure of the subcutaneous implantable cardiac defibrillator (s-ICD) device, the patient received an inappropriate shock. Technical services (ts) was contacted and discussed that the shock was most likely delivered due to a decreased r-wave amplitude measurements. The low amplitude measurements contributed to myopotential over-sensing and the subsequent inappropriate shock delivery. Ts provided thorough recommendations to assess the s-ICD system in-clinic, such as with provocative maneuvers and potential diagnostic imaging. The patient will be seen at an unspecified follow-up appointment where the recommended maneuvers will be performed. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct b1 and h1.

Event description:
It was reported that shortly following the implant procedure of the subcutaneous implantable cardiac defibrillator (s-ICD) device, the patient received an inappropriate shock. Technical services (ts) was contacted and discussed that the shock was most likely delivered due to a decreased r-wave amplitude measurements. The low amplitude measurements contributed to myopotential over-sensing and the subsequent inappropriate shock delivery. Ts provided thorough recommendations to assess the s-ICD system in-clinic, such as with provocative maneuvers and potential diagnostic imaging. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that shortly following the implant procedure of the subcutaneous implantable cardiac defibrillator (s-ICD) device, the patient received an inappropriate shock. Technical services (ts) was contacted and discussed that the shock was most likely delivered due to a decreased r-wave amplitude measurements. The low amplitude measurements contributed to myopotential over-sensing and the subsequent inappropriate shock delivery. Ts provided thorough recommendations to assess the s-ICD system in-clinic, such as with provocative maneuvers and potential diagnostic imaging. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.